Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery won't lasting long and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the replace battery alert, but later it was declined. Troubleshooting was performed for the short battery lifetime, the low battery, replace battery, and the battery failed were found in the alarm history. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Battery cycle 18.0 received the lowbatteryalert (104) on 05/07/2025 22:35:00 faster than expected at 3.32 days. Battery cycle 3.0 received the lowbatteryalert (104) on 04/29/2025 22:43:00 after more than 7 days at 34.08 days. Battery cycle 2.0 received the lowbatteryalert (104) on 03/26/2025 10:39:00 after more than 7 days at 33.71 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No unexpected failed battery tests noted during testing, however, they were found in the history file [may 08, 2025 at 10:30, 11:29, 11:30]. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay unexpected battery power loss was not confirmed during analysis. Failed battery test was not confirmed during analysis. Battery lasting less than expected was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.